Manufacturer narrative:
(B)(4). Device is available for evaluation. Investigation will be conducted. Follow up will be filed with the investigation results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Account name: (B)(6) hospital. On (B)(6) 2017, the surgery for ossification of the yellow ligament was performed by using viper. The fixed area was t4 ¿ t10. When the set screw was inserted, the inserter was spinning around. When checked the tip of the inserter, it was found that the tip of the inserter had been broken. Extra stress might have been applied since the patient was extremely heavy. The surgery was completed with a 5-minute-delay, and there was no adverse consequence to the patient.

Manufacturer narrative:
Product complaint # (B)(4). Visual examination of the returned device found the distal tip was broken off. Device was then sent for fracture analysis. Optical imaging reveals a rough surface characteristic that extends across the entire surface. This suggests that the driver tip underwent a static overload failure. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. A trend analysis was conducted. No emerging trends were found requiring further actions. A definitive root cause for the driver¿s distal tip becoming fractured cannot be positively determined. However, the fracture analysis report suggests that the driver tip underwent a static overload failure. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.